Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient was injured by excessive levels of chromium and cobalt in her blood as a result of the implanted asr hip. Update: (B)(6) 2013 - ppd received. Part/lot information for the right hip. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - der received. Hospital/surgeon information. Confirmed pain as well as metallosis. Confirmation of further product. Update rec¿d: (B)(6) 2014 - medical records received. Patient revised to address effusion. Upon revision, osteolysis, gray staining, brownish clear synovial fluid, brownish stained tissue, corrosion on the trunnion. During removal of the stem, a 5 mm fracture occurred in the trochanter. The sleeve is now being reported and stem and srom sleeve are being added to the complaint. Update made to the srom stem after complaint was triaged. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.